Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient experienced near syncope and presented in the hospital. Upon reviewing the electrograms, it was clear that the patient had oversensing of both the right atrial (ra) and right ventricular (rv) leads. It was clear that the oversensing on the rv lead caused the symptoms due to pacemaker dependency. Further interrogation noted multiple rv lead noise from oversensing minimal arm movement, causing inhibition. Other device testing showed an increase in threshold with pocket stimulation. Programming changes were made to address the capturing issue. The oversensing on both leads was suspected from insulation degradation or possible fracture in the rv lead, but nothing was confirmed by the physician. The physician elected to have a temporary pacemaker placed. Both the rv and ra leads were capped and replaced on (B)(6) 2020. The patient was stable.